Manufacturer narrative:
Product analysis: analysis was able to confirm the output connectors were broken. Analysis also noted that the hanger was broken, the lower case was broken, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were not able to clip into the external pulse generator (epg). The epg was returned for service. There was no patient involvement.